Manufacturer narrative:
During inspection and testing, the reported issue (green stripe on display) was confirmed and found to be caused by an lcd (liquid-crystal display) panel failure. In addition, service found there was an image artifact due to poor contact of the lcd panel. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that no image was caused by lcd panel failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a vertical line "green stripe" (without endoscopes) visible on the video image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the subject device was not displaying an image. This report is being submitted for the malfunction found during device evaluation (no image).